Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose readings of 43 mg/dl. The customer states that the low blood glucose readings have been due to the gastroparesis. It was also stated that the infusion set had a bent cannula, an auto-off alarm, and there was blood when the set was removed. The customer will call back for troubleshooting. Nothing further reported.